Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced connectivity issues between the pump and transmitter. Reportedly, at the time of the report with tandem technical support the reported issue resolved and connection between the pump and transmitter regained. No additional patient or event information was available. A root cause could not be determined.